Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) had a large gouge near the center of the optic and the doctor had to do an iol exchange which resulted in a hyphema and likely endothelial damage. The customer had already disposed of both, the lens and the injector. No other information was provided.

Manufacturer narrative:
Device evaluation: the customer provided photo was evaluated by a post market safety surveillance officer. The pictures show a pseudophakic eye, claimed to be implanted with a tecnis eyhance iol with simplicity delivery system, model dib00. It can be observed a mark (crack like) located at the lens mid periphery with a triangular shape. The root cause of the reported event or its potential clinical impact cannot be determined from a picture assessment. The complaint issue "dc-cosmetic issues" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.